Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery, a 3.5x12 vision stent delivery system (sds) was loaded onto an unspecified guide wire and it was noted that the stent was not properly crimped on the sds. The stent was not between the markers and was located at the distal end of the catheter. The sds was not advanced into the patient anatomy and was removed from the guide wire. A new same size vision sds was used successfully to treat the target lesion. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.